Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 579 mg/dl. Customer's blood glucose value was 579 mg/dl and it went down to 563 mg/dl. The customer she went to eat dinner and had been thirsty and she figured her blood glucose was high and treated with bolus and she realized her infusion set had come out. The product was not returned for analysis.